Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Two needles did not present on deployment. Needle back down was not successful. Fluoroscopy showed two needles were still in the barrel and two had presented outside of the barrel in soft tissue. The pt was taken for surgical device removal. Surgery was successful and the pt did fine.